Event description:
It was reported by a pt, on FDA report, that post a coronary drug eluting stenting treatment procedure, chest pain, a loss of consciousness, and hospitalization occurred. The pt initially had a myocardial infarction and a 3.00 x 16 mm taxus express2 drug eluting stent was implanted. The pt was prescribed plavix. Post the initial stenting procedure, the pt had three "spells" of chest pain. The first two were resolved with one nitroglycerin. The third was resolved with two nitroglycerin. However, the pt "got up too quick and passed out". The pt's husband called "first aid" and was taken to the hospital where she was admitted overnight.

Manufacturer narrative:
The device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.